Event description:
Reporter alleged obtaining the results of 405 mg/dl, 172 mg/dl and 175 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she took 10 units of humalog based on the 405 mg/dl and before obtaining the 172 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.